Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guidewire kinked and tailed away (became thinner and thinner) while pulling it out, with the danger that a part of it remains in the patient's body. The tip of the introducer got damaged as well while trying to insert it. The catheter's shape changed also as a result of the struggle with the guidewire. The device was removed without any report of retained device.

Event description:
It was reported that the guidewire kinked and tailed away (became thinner and thinner) while pulling it out, with the danger that a part of it remains in the patient's body. The tip of the introducer got damaged as well while trying to insert it. The catheter's shape changed also as a result of the struggle with the guidewire. The device was removed without any report of retained device.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide for evaluation. No definite signs-of-use were observed. Visual analysis revealed that the guide wire had become unraveled due to the proximal weld separating form the core wire. Despite this, the proximal weld was still attached to the coils. Microscopic examination confirmed that both welds were present and fully formed. In addition to the unravelling, the guide wire also contained four major kinks and several slight bends across the guide wire body. The major kinks in the guide wire measured 38mm, 75mm, 235mm, and 290mm from the distal weld. The length of the guide wire body measured 600mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .79mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. A manual tug test confirmed that the distal weld was intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply undue force on guidewire to reduce risk of possible breakage". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken directly adjacent to the proximal weld. Despite this, the guide wire met all dimensional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.